Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis replicated, and confirmed the customer reported complaint. The instrument was found to have a broken grip cable at the proximal end. Root cause of this failure is attributed to a component failure. A review of the logs showed no errors. Related & duplicate complaints identification: a review of the site's complaint history does not reveal any related complaints involving this product and/or this event. Image/video review: no image or video was provided. Product and event verification: a review of the device logs for the stapler 45 (part# 470298-12 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the stapler 45 was last used on (B)(6) 2020 via system serial# (B)(4). There were 32 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. System log investigation: a review of the stapler for the stapler 45 (part# 470298-12 / lot/serial# (B)(4)) associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: logs show that the stapler was installed once, and used with a green reload. Per the logs, the stapler completed the standard clamp/fire/unclamp sequence without any failures. Instead of removing the stapler following the completed unclamp, the logs show that the user performed an additional 6 clamps and unclamps, all of which were completed. However, the logs do not show a corresponding unclamp event following the last completed clamp. This suggests the instrument remained in a clamped state. While there are no failures or errors in the logs that would have prompted the user to use the stapler release kit (srk), the logs show an e-stop button was pressed shortly after this last completed clamp. E-stop press is the first step in the srk instructions. The logs cannot determine if the user was successfully able to open the jaws. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the stapler 45 instrument was used to staple the colon. Reportedly, an error occurred and the tip of the stapler was not opened. The instrument stopped working, and failed to unclamp when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the stapler 45 instrument was used to staple the colon. Reportedly, an error occurred and the tip of the stapler was not opened. The instrument stopped working. The customer used a backup instrument of the same kind to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.